Event description:
It was reported that the patient, post-operation, had several inappropriate shocks due to the left ventricular (lv) lead being placed in a pro-arrhythmic area. The lv was turned off and the lead remains in the patient. The patient was a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).